Manufacturer narrative:
Follow-up with a physician indicated that the patient passed away due to sepsis, which was not related to the device.

Manufacturer narrative:
The device was not removed. A review of the diagnostic data showed no indications of a device malfunction. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient passed away due to complications from a knee surgery that was not related to the device or therapy. There were no reports of device-related issues from the patient prior to the passing. Nevro attempted to obtain a medical assessment from the physician but no additional information was available.